Event description:
Customer reported the system is displaying high kv and generator errors. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed generator and filament calibrations. System operates as intended.